Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that pump is not working and having really low. Patient's blood glucose at time of incident was 30 mg/dl. Patient's current blood glucose was 78 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for off and on for about 3 weeks. Based on customer report customer does not allege pump was over delivering. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.